Manufacturer narrative:
Device evaluated by MFR: during analysis of the returned unit, the device failed a step due to low audible volume during maximum setting. The failure was attributed to a damaged r64 resistor on the cpu board within the device. The resistor measured only 31 ohms due to it being damaged. Adhesive was found covering many of the chassis speaker holes, apparently applied by the customer to secure a loose rubber foot to the chassis. The blocked speaker holes also contributed to the low audible signal during rf application. Following replacement of the r64 resistor on the cpu board, the device passed all performance criteria of the final test procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the generator did not have audible tones. The patient was undergoing radiofrequency ablation (rfa) of the liver with a rf3000 radiofrequency generator. During the procedure, there were no audible tones present. The procedure was able to be completed with this device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the generator did not have audible tones. The patient was undergoing radiofrequency ablation (rfa) of the liver with a rf3000 radiofrequency generator. During the procedure, there were no audible tones present. The procedure was able to be completed with this device. There were no patient complications reported and the patient's status is good.